Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to have an internal magnet placed on the abutment (date not reported).